Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore dualmesh® biomaterial device was implanted. The complaint alleges that on (B)(6) 2017, the gore devices was explanted. It was reported the patient alleges the following injuries: abdominal pain, dense adhesions, multiple seromas, and mesh infection, mesh removal. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: additional device codes: 4002, 4003. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1930, 1994, 2069) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2018, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Medical records from (B)(6) 2013 through (B)(6) 2015 were not provided. Patient information medical history: morbid obesity (B)(6) 2012: ¿his weight has increased approximately 12 pounds over the past year.¿ (B)(6) 2013: obese. ¿he has gained 30 pounds and his body mass index is now 43.¿ (B)(6) 2013: 331.5 lbs., bmi 43.7. (B)(6) 2017: ¿still morbidly obese.¿ (B)(6) 2017: ¿... His exam is limited by his body habitus.¿ diabetes (B)(6) 2013: ¿last hgba1c was 6.3.¿ hypertension, hypercholesterolemia, cholelithiasis, obstructive sleep apnea, smoking, (B)(6) 2013: stopped smoking. Prior surgical procedures: 1995: laparoscopic cholecystectomy. 2010: ventral incisional hernia repair. (B)(6) 2012: ventral incisional hernia repair . Implant preoperative complaints: on (B)(6) 2012 ¿the patient complains of pain and a bulge in his upper midline abdomen and to the right of midline. The bulge is associated with discomfort. The bulge has increased in size over the past year. He did undergo a ventral hernia repair with mesh in 2010 and this represents a recurrent hernia.¿ ¿his weight has increased approximately 12 pounds over the past year. He is limited in his activity because his pain is activity dependent. He underwent a CT scan prior to his previous repair which demonstrated an abdominal wall hernia. The repeat scan after repair performed in (B)(6) 2012 was reviewed in the office and demonstrates interval anterior hernia repair with recurrent hernia with small bowel and right colon incorporated into the hernia sac but no evidence of obstruction. The mesh is visible on the imaging test.¿ ¿abdomen: the patient was examined in the standing and supine position with provocative maneuvers. There is no organomegaly of the liver or spleen, no abdominal masses, no abdominal bruits. He has a ventral incisional hernia in his upper abdomen to the right of midline. The mesh is actually palpable through the skin. He has some mild tenderness with reduction.¿ on (B)(6) 2013 ¿the patient says that the bulge has increased in size since his last evaluation. He has gained 30 pounds since that office evaluation.¿ ¿he still complains of pain and pain that is worse with activity. The patient was examined in the standing and supine position with provocative maneuvers. He has a large ventral incisional hernia in the right subcostal area. This is reducible, but he does have tenderness with reduction of the hernia. I do not feel a hernia around his previous umbilical hernia repair.¿ ¿the patient has already had this repaired previously with intraperitoneal mesh. I rereviewed the operative notes from the outside institution where he had it repaired with mesh. This mesh had a memory ring to it.¿ on (B)(6) 2013 ¿¿ morbidly obese gentleman who developed a recurrent ventral incisional hernia in a right subcostal incision. He has undergone previous repair with intraperitoneal mesh. He also has a repair of a periumbilical hernia with a similar type of biomaterial. The patient complained of pain and a bulge. When I saw him in the office, I recommended that he stop smoking and lose weight. He was successful in discontinuing tobacco use as confirmed with a urine nicotine metabolite test that was negative. Unfortunately, the patient gained 30 additional pounds during this time period.¿ ¿the patient underwent mechanical valve preparation preoperatively¿¿ implant procedure: laparoscopic repair of a recurrent ventral incisional hernia. Implant: gore® dualmesh® biomaterial (1dlmc08/11103959, 26cm x 34cm). Implant date: on (B)(6) 2013 [hospitalization (B)(6) 2013] description of hernia being treated: ¿adhesiolysis was then performed, taking adhesions of omentum and to the anterior abdominal wall. Within the right upper quadrant hernia defect, there was incarcerated colon and omentum. Adhesiolysis was performed with sharp dissection. The bowel and omentum was dissected free of the previous biomaterial without having to cut any of the biomaterial off the abdominal wall. The previous biomaterial along the midline abdomen was also exposed using a sharp dissection. The umbilical patch measured approximately 5 x 4 cm, and 14 minutes of operative time was utilized to clear the adhesions from this area. The right upper quadrant biomaterial measured approximately 15 x 19 cm. It required 42 minutes of operative time to clear the adhesions from the area of the biomaterial. Total adhesiolysis time was 106 minutes. The area of adhesiolysis was inspected both during the adhesiolysis, at the conclusion of adhesiolysis, as well as at the conclusion of the procedure, and there was no concern regarding the integrity of the bowel or bladder.¿ ¿the hernia defect was then measured in the cranial, caudal, and transverse dimensions. It measured 11 x 19 cm.¿ implant size and fixation: ¿a 26 x 34 cm piece of polytetrafluoroethylene mesh was utilized for repair. Cv0 gore-tex sutures placed in the longitudinal access of the four sides of the mesh. To the right lateral superiorly and to the left lateral edges of the mesh, the fixation sutures were placed approximately 6 cm off the edge of the mesh to allow for additional overlap. Two additional 5 mm trocars were placed in the right lateral abdomen under direct vision. The mesh was rolled like a cigar and placed in retrograde fashion through the balloon-tipped trocar site. The mesh was unraveled and positioned appropriately for placement. The four fixation sutures were brought through 11 blade stab incisions allowing for a minimum of 6-7 cm of overlap on all directions. The mesh was then secured circumferentially with the spiral titanium tacker. Tacks were placed in 1 cm intervals less than 1 cm off the edge of the mesh. Tacks were placed on the abdominal side of the costal margin. A few tacks were placed laterally on the diaphragm. The mesh was then reinforced with 10 number 1 prolene sutures. These were placed in equal distance around the circumference of the mesh. These were placed through an 11 blade stab incisions obtaining 2 cm of fascial separation between the limbs of each suture.¿ on (B)(6) 2013 ¿¿admission on (B)(6) 2013 and underwent a laparoscopic ventral incisional hernia repair with mesh. The procedure was without complications¿¿ relevant medical information: on (B)(6) 2013 ¿the patient has abdominal pain that is activity dependent. He says the pain is improved significantly over the past several weeks. He notices a bulge in the area where the previous hernia was located.¿ ¿he has a seroma at the area of his previous hernia repair. His hernia repair is intact. Plan: the seroma will be followed expectantly, as these typically resolve without intervention.¿ on (B)(6) 2015 ¿over the last few months he is noticed an increasing bulge over his former hernia site. This has been getting gradually larger in size. This has not caused him any pain.¿ ¿I have recommended he undergo radiographically guided percutaneous drainage of this fluid.¿ on (B)(6) 2015 CT abdomen ¿¿there are postsurgical changes of right ventral hernia repair with mesh. There is a large, loculated appearing fluid collection both anterior and posterior to the graft. Anteriorly, the fluid collection measures 15.6 x 5.9 cm in greatest transaxial dimension. Posteriorly, this measures 17.8 x 4.6 cm in greatest transaxial dimension. In addition to the mesh, there are 2 metallic appearing looped structures, one inferiorly and medial to the collection near midline and one within the major collection.¿ on (B)(6) 2015 radiology ¿ultrasound guidance, needle placement for aspiration of soft tissue fluid.¿ ¿an 18-gauge needle was advanced into the fluid collection in an orientation to avoid penetration of the surgical mesh. 300 cc of fluid was aspirated. 120 cc of the fluid was submitted to the laboratory for diagnostic analysis. On (B)(6) 2015 pathology ¿stain: cytospin gram stain. Moderate polymorphonuclear leukocytes seen. No organisms seen.¿ on (B)(6) 2016 radiology ¿ultrasound guided fine needle aspiration.¿ ¿the fluid collection superficial to the ventral hernia mesh has since become increasingly loculated with internal septations. The fluid collection deep to the mesh remains anechoic without internal septations.¿ ¿¿500 ml of serosanguinous fluid with a 18 gauge needle was aspirated from the lesion.¿ on (B)(6) 2016 pathology ¿stain: cytospin gram stain shows: abundant polymorphonuclear leukocytes seen. No organisms seen.¿ on (B)(6) 2016 radiology ¿aspiration of soft tissue fluid.¿ ¿¿with multiple ventral hernia repairs complicated by fluid collections both superficial and deep to the hernia mesh repair.¿ ¿the fluid collection superficial to the ventral hernia mesh is loculated with thick internal septations, similar to the prior exam. The fluid collection deep to the mesh is anechoic without internal septations.¿ ¿¿a little over 300 cc yellow, slightly cloudy fluid was aspirated. 20 cc of the aspirated fluid was sent for microbiology.¿ on (B)(6) 2016 radiology ¿aspiration of soft tissue fluid.¿ ¿the fluid collection superficial to ventral hernia mesh is loculated with thick internal septations and soft solid components, similar to prior exam. The fluid collection deep to the mesh is anechoic without septations.¿ ¿150cc of serosanguineous fluid were obtained. 20 cc were sent to the lab for diagnostic purposes.¿ on (B)(6) 2016 CT abdomen ¿right upper quadrant abdominal wall fluid collection enveloping the hernia repair mesh, overall not substantially changed in volume but the superficial component appears slightly more expanded.¿ on (B)(6) 2016 radiology ¿fluid drain soft tissue.¿ referred for percutaneous drain placement. ¿images from the procedure revealed a collection that was very loculated involving the abdominal mesh. The fluid appeared brown in color. Approximately 200 cc was drained at the time of the procedure.¿ on (B)(6) 2016 radiology ¿sinus/fistula abscess injection.¿ output from percutaneous drain has been approximately 60 to 70 cc per day of thick brownish fluid. ¿images from the catheter check demonstrate the cavity to be decreased in size. Improving collection. The catheter was repositioned.¿ on (B)(6) 2016 radiology ¿contrast injection for abscess assessment via drainage catheter or tube.¿ ¿¿anterior abdominal wall cavity without evidence of a fistulous tract. The contrast injected into the cavity was able to be aspirated back into the syringe. The catheter was draining thick brown and minimally sanguinous fluid. On (B)(6) 2016 radiology ¿drainage catheter change.¿ ¿¿reports the catheter has been draining approximately 100 to 300 cc thick brown fluid per day. Patient reports one week ago he had a coughing spell and immediately after the drain produced nearly 1 liter of fluid within two hours.¿ ¿stable collection with continued high output purulent material and with no evidence of fistula. Catheter was exchanged and repositioned to facilitate drainage and resolution.¿ on (B)(6) 2016 radiology ¿abscess drainage catheter change.¿ ¿catheter almost completely retracted upon presentation.¿ ¿stable to slightly decreased anterior abdominal wall collection. There is persistent drainage of pinkish/brownish fluid from the catheter. Catheter was upsized to facilitate drainage and resolution.¿ on (B)(6) 2016 radiology ¿abscess drainage catheter change.¿ ¿persistent collection in the anterior abdominal wall which is draining pus. Catheter was exchanged to facilitate drainage and resolution.¿ on (B)(6) 2017 radiology ¿sinus/fistula abscess injection for abscess assessment.¿ ¿improved superficial collection with interval increase in collection deep to mesh repair.¿ CT abdomen: ¿there are postsurgical changes of ventral abdominal wall hernia mesh repair at the right upper quadrant. There is a large gas and fluid collection associated with the hernia mesh repair. The fluid component of the collection is decreased since the prior study; however, gas within the collection is new.¿ on (B)(6) 2017 radiology ¿sinus/fistula abscess injection.¿ culture from the last drain check grew pseudomonas and patient is on bactrim ds. Drainage remains purulent. ¿stable collection with no fistula.¿ on (B)(6) 2017 radiology ¿contrast injection for abscess assessment via drainage catheter or tube.¿ ¿16 french cope catheter in place which drains 100-120 ml of thin tan fluid per day. The patient flushes the catheter with 10 ml of normal saline 2-3 times per day.¿ ¿stable abdominal wall collection without evidence of fistulization to the bowel or skin. Catheter was left in place.¿ on (B)(6) 2017 radiology ¿contrast injection for abscess assessment via drainage catheter or tube.¿ ¿patient reports he is planned for surgical revision and removal of the mesh on (B)(6) 2017. Output from the catheter remains over 100 cc of tan colored fluid daily.¿ ¿images from the catheter check demonstrate the cavity is unchanged with no evidence of fistula.¿ explant preoperative complaints: on (B)(6) 2017 ¿unfortunately, he developed a persistent seroma requiring multiple percutaneous needle aspirations and drainages. The drainage has continued quite prominently and the fluid has now become murky. He continues taking bactrim. We have him scheduled for surgery in approximately 5 days to remove the mesh and abdominal wall closure.¿ on (B)(6) 2017 ¿¿ with 2 previous ventral incisional hernia repairs in the right upper quadrant, the first many years ago at an outside hospital and the moment more recent one in approximately 2010 by one of my former partners, dr. Brent matthews, who placed a gore-tex mesh laparoscopically. Unfortunately, he developed persistent seromas which were not responsive to percutaneous drainage. These became subsequently infected and, as such, he is being brought to the operating room today for excision of mesh and abdominal wall reconstruction and closure.¿ explant procedure: open excision of infected mesh x2, abdominal wall washout, and abdominal wall reconstruction with primary closure. Explant date: on (B)(6) 2017 [hospitalization dates unknown] operative findings: ¿two previous meshes excised in their entirety. The first mesh of unknown type with a wire frame, second mesh was gore-tex ptfe. Frank purulent fluid above and in between the layers of mesh. Remaining 7 x 5 cm abdominal wall defect.¿ ¿an incision was made through his previous right upper quadrant kocher incision and the subcutaneous fat was divided until the meshes were encountered. The first mesh which was more superficial was found to have a wire frame around it with some sort of plastic lattice. This was densely adherent to the subcutaneous tissues, but was excised in its entirety. The second mesh was the gore-tex mesh which was not incorporated and bunched up. This was also removed in its entirety. Both meshes required approximately 3 hours lysis of adhesions in order to remove them completely with significant difficulty. The small flaps were created around the periphery and it was felt that a primary closure was not possible. The fascia and 1 cm margins around the wound were freed. Specimens removed: mesh x2 and abdominal wall fluid for culture and gram stain.¿ on (B)(6) 2017 pathology: ¿a: foreign material, removal ¿ abdominal mesh (gross only diagnosis) ¿16.3 x 12.2 x 0.5 cm fragment of tan white, synthetic, mesh-like material which is surfaced by tan-pink, focally hemorrhagic soft tissue.¿ b: foreign material #2, removal ¿ abdominal mesh (gross only diagnosis).¿ ¿21.5 x 16.1 x 0.1 cm fragment of tan-brown, synthetic, smooth material which contains numerous metallic coils around the perimeter.¿ relevant medical information: on (B)(6) 2017 ¿his wound was left loosely open and he has been packing this twice a day with wet-to-dry dressings, so the wound is nearly closed. Overall, his pain is well-controlled. He feels much better having the infection out. Abdomen: his wound is nearly completely reepithelialized. Approximately half of his staples were removed and replaced with steristrips.¿ on (B)(6) 2017 ¿¿ he has noticed some bulges in his upper abdomen of which he is concerned could be a recurrent hernia. He has also noticed increased shortness of breath with mild activity of which he is concerned. His incision is well-healing with a small millimeter opening in the medial aspect of it with some minimal serous, clear drainage.¿ ¿I do not appreciate any recurrent hernias on physical exam; however, his exam is limited by his body habitus. We discussed the possibility of recurrent hernia given that his mesh has been completely removed and he remains obese.¿ on (B)(6) 2017 ¿a straight kelly was using [sic] to explore the wound base. Three sections of clear, knotted suture material were removed. Bleeding resulted and hemostasis achieved using local pressure with gauze and 4 silver nitrate applicators. A culture was obtained from the base of the wound and the retained suture material.¿ on (B)(6) 2017 ¿a culture was obtained which was negative.¿ on (B)(6) 2017 ¿abdominal wound, full thickness surgical site. Size: 0.5 cm length, 0.7 cm width and 2.0 cm depth. Sinus tract of 4.1 centimeters at 11 o¿clock.¿ ¿forceps and scissors were used to remove exuberant tissue in the base and at 11 o¿clock of the deepest area of the wound. Tissue removed was sent for pathology and culture.¿ on (B)(6) 2017 pathology: ¿necrosis and acute inflammation consistent with wound site." On (B)(6) 2018 CT abdomen: ¿post-surgical changes of multiple ventral hernia repairs with interval resolution of the right rectus fluid collection. Small fat-containing right lateral abdominal wall hernia is present.¿ on (B)(6) 2018 ¿elective laparoscopic lysis of adhesions and repair of ventral and umbilical hernias.¿ ¿implant records indicate two bard ventralight meshes were used during the procedure.¿ on (B)(6) 2018 post-operative: ¿abdomen: soft, nontender, nondistended. Incisions are well-healing with no evidence of port site hernias or wound infections.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2012, including laparoscopic cholecystectomy and prior hernia repairs, were not provided. Medical records dated (B)(6) 2012 state: ¿I had the pleasure of evaluating [the patient], a 61-year-old gentleman who presents today for a surgical opinion regarding management of a ventral incisional hernia. The patient complains of pain and a bulge in his upper midline abdomen and to the right of midline. The bulge is associated with discomfort. The bulge has increased in size over the past year. He did undergo a ventral hernia repair with mesh in 2010 and this represents a recurrent hernia.¿ the records dated (B)(6) 2012 continue: ¿his weight has increased approximately 12 pounds over the past year. He is limited in his activity because his pain is activity dependent. He denies any fevers or active wound complications. He underwent a CT scan prior to his previous repair which demonstrated an abdominal wall hernia. The repeat scan after repair performed in (B)(6) 2012 was reviewed in the office and demonstrates interval anterior hernia repair with recurrent hernia with small bowel and right colon incorporated into the hernia sac but no evidence of obstrnction. The mesh is visible on the imaging test. He presents today for a surgical opinion regarding management of recurrent ventral incisional hernia.¿ the (B)(6) 2012 records state: ¿abdomen: the patient was examined in the standing and supine position with provocative maneuvers. There is no organomegaly of the liver or spleen, no abdominal masses, no abdominal bruits. He has a ventral incisional hernia in his upper abdomen to the right of midline. The mesh is actually palpable through the skin. He has some mild tenderness with reduction.¿ medical records dated (B)(6) 2013 state: ¿I had the pleasure of reevaluating [the patient], a 62-year-old gentleman who I initially evaluated in (B)(6) 2012 for a ventral incisional hernia over a right subcostal incision. The patient says that the bulge has increased in size since his last evaluation. He has gained 30 pounds since that office evaluation.¿ the records dated (B)(6) 2013 continue: ¿I had asked the patient to stop smoking prior to operative repair. I also wanted him to have a hemoglobin ale of less than 7.5. His last hemoglobin ale was 6.3. He stopped using tobacco on (B)(6) 2013. Unfortunately, he has gained the 30 pounds and his body mass index is now 43. He still complains of pain and pain that is worse with activity. He denies any obstructive symptoms. He denies an emergency room or urgent care evaluation for the hernia.¿ the (B)(6) 2013 medical records state: ¿¿abdomen: soft, nondistended. No organomegaly of the liver or spleen, no abdominal masses, no abdominal bruits. He is obese. The patient was examined in the standing and supine position withprovocative maneuvers. He has a large ventral incisional hernia in the right subcostal area. This is reducible, but he does have tenderness with reduction of the hernia. I do not feel a hernia around his previous umbilical hernia repair.¿ the medical records dated (B)(6) 2013 state: ¿the patient has already had this repaired previously with intraperitoneal mesh. I rereviewed the operative notes from the outside institution where he had it repaired with mesh. This mesh had a memory ring to it.¿ the discharge summary dated (B)(6) 2013 states: history of present illness - ¿this is a 62-year-old morbidly obese gentleman who developed a recurrent ventral incisional hernia in a right subcostal incision. He had undergone a previous repair with intraperitoneal mesh. He also has a repair of a periumbilical hernia with similar type of biomaterial. The patient complained of pain and a bulge. After evaluation in clinic, recommendations were made for surgery and the patient was scheduled for surgery.¿ ¿¿admission on (B)(6) 2013 and underwent a laparoscopic ventral incisional hernia repair with mesh. The procedure was without complications¿¿ office noted dated (B)(6) 2013 states: ¿I had the pleasure of reevaluating [the patient], a 62-year-old gentleman who underwent a laparoscopic ventral incisional hernia repair with mesh on (B)(6) 2013. He returns to the office today on scheduled follow-up. The patient has abdominal pain that is activity dependent. He says the pain is improved significantly over the past several weeks. He is wearing an abdominal wall binder. He is not using narcotic analgesics. He notices a bulge in the area where the previous hernia was located. He denies any fevers or wound complications.¿ the (B)(6)b2013 office note continues: ¿abdomen: soft, appropriately tender. No organomegaly of the liver or spleen, no abdominal masses, no abdominal bruits. He has a seroma at the area of his previous hernia repair. His hernia repair is intact.¿ ¿plan: the seroma will be followed expectantly, as these typically resolve without intervention. I have asked that he return to the office in approximately eight to ten weeks. Eight weeks postoperatively he may increase his activity and do so in a graduated fashion. Pain will be his limitation. I encouraged him to wear his abdominal wall binder.¿ records between (B)(6) 2013 and (B)(6) 2015 were not provided. Clinic visit note dated (B)(6) 2015 states: ¿[the patient] is a 64-year-old man who underwent a laparoscopic ventral incisional hernia repair with mesh by my former partner, dr. Brent matthews, on (B)(6) 2013. Over the last few months he is noticed an increasing bulge over his former hernia site. This has been getting gradually larger in size. This has not caused him any pain. He is otherwise eating and drinking normally. He denies fevers, chills. He denies obstructive symptoms such as nausea, and vomiting and obstipation.¿ the clinic note dated (B)(6) 2015 continues: ¿I have recommended he undergo radiographically guided percutaneous drainage of this fluid. I mentioned that occasionally it will take multiple drainage sessions to completely collapse the seroma cavity. We will set him up with an appointment with radiology to have this done.¿ CT abdomen and pelvis scan dated (B)(6) 2015 state: ¿¿there are postsurgical changes of right ventral hernia repair with mesh. There is a large, loculated appearing fluid collection both anterior and posterior to the graft. Anteriorly, the fluid collection measures 15.6 x 5.9 cm in greatest transaxial dimension. Posteriorly, this measures 17.8 x 4.6 cm in greatest transaxial dimension. In addition to the mesh, there are 2 metallic appearing looped structures, one inferiorly and medial to the collection near midline and one within the major collection.¿ ¿impression: postoperative changes of ventral hernia repair with large associated fluid collection.¿ radiology records dated (B)(6) 2015 indicate the patient underwent ultrasound guidance, needle placement for aspiration of soft tissue fluid. ¿64-year-old man with multiple ventral hernia repairs and a fluid collection was seen superficial and deep to the hernia mesh on CT examination dated (B)(6) 2015. Findings: directed grayscale images of theabdominal wall demonstrates a large anechoic fluid collection superficial to the ventral hernia mesh.¿ the (B)(6) 2015 radiology records continue: ¿an 18-gauge needle was advanced into the fluid collection in an orientation to avoid penetration of the surgical mesh. 300 cc of fluid was aspirated. 120 cc of the fluid was submitted to the laboratory for diagnostic analysis. The patient's skin was cleaned and dressed.¿ a culture report dated (B)(6) 2015 regarding an abdominal fluid specimen collected (B)(6)2015 states: ¿stain: cytospin gram stain. Moderate polymorphonuclear leukocytes seen. No organisms seen. Other cellular material present.¿ radiology records dated (B)(6) 2016 indicate the patient underwent ultrasound guided fine needle aspiration. ¿65-year-old man with multiple ventral hernia repairs with subsequent development of fluid collection both superficial and deep two-view hernia mesh repair. Findings: the fluid collection superficial to the ventral hernia mesh has since become increasingly loculated with internal septations. The fluid collection deep to the mesh remains anechoic without internal septations.¿ the records also state ¿¿500 ml of serosanguinous fluid with a 18 gauge needle was aspirated from the lesion¿ ¿¿ 20 ml of the fluid aspirates were sent for gram stain and culture.¿ a culture report dated (B)(6) 2016 regarding an abdominal fluid specimen collected (B)(6) 2016 states: ¿stain: cytospin gram stain shows: abundant polymorphonuclear leukocytes seen. No organisms seen.¿ radiology records dated (B)(6) 2016 indicate patient underwent aspiration of soft tissue fluid. The records state ¿65-year-old man with multiple ventral hernia repairs complicated by fluid collections both superficial and deep to the hernia mesh repair.¿ the records continue: ¿the fluid collection superficial to the ventral hernia mesh is loculated with thick internal septations, similar to the prior exam. The fluid collection deep to the mesh is anechoic without internal septations.¿ the records continue: ¿¿a little over 300 cc yellow, slightly cloudy fluid was aspirated. 20 cc of the aspirated fluid was sent for microbiology.¿ radiology records dated (B)(6) 2016 indicate patient underwent aspiration of soft tissue fluid. The records state ¿65-year-old man with multiple ventral hernia repairs complicated by fluid collection both superficial and deep to the hernia mesh repair. Findings: the fluid collection superficial to ventral hernia mesh is loculated with thick internal septations and soft solid components, similar to prior exam. The fluid collection deep to the mesh is anechoic without septations. A site was marked under ultrasound guidance.¿ records dated (B)(6) 2016 continue: ¿150cc of serosanguineous fluid were obtained. 20 cc were sent to the lab for diagnostic purposes. The patient's skin was cleaned and dressed.¿ CT scan abdomen and pelvis records dated (B)(6) 2016 state: ¿a loculated fluid collection is again seen embedded in the right upper quadrant abdominal wall, collectively measuring 22 x 7.7 x 11.2 cm, previously 22 x 7 x 11.9 cm. There is a thin mesh within this fluid collection. The component superficial to the mesh appears slightly more expanded.¿ ¿impression: right upper quadrant abdominal wall fluid collection enveloping the hernia repair mesh, overall not substantially changed in volume but the superficial component appears slightly more expanded.¿ clinic visit noted dated (B)(6) 2016 states: ¿[the patient] is a 65-year-old man on whom my former partner, dr. Brent matthews, performed a laparoscopic ventral incisional hernia repair with mesh on (B)(6) 2013, as described in detail in the operative note. Since then, he has been dealing with a persistent seroma requiring percutaneous needle aspiration. His last aspiration was in (B)(6) 2016. A CT scan today showed a persistent seroma despite this recent aspiration. He describes the seroma as being uncomfortable and related to his back pain. He comes in today to discuss management options. Otherwise, he is doing quite well. He reports no pain from the incisions, he is eating and drinking normally, and is moving bowels regularly. Denies fevers, chills, nausea or vomiting.¿ the clinic note dated (B)(6) 2016 continues: ¿¿despite persistent seroma aspiration he continues to have recurrences. We discussed several management options including repeated percutaneous needle aspirations, catheter-based drainage, and open mesh excision. The benefits, risks of each were described to him in detail. At this time, he prefers to pursue repeated needle aspiration or catheter-based drainage rather than an open hernia repair. As long as the seroma remained sterile, I think this is a reasonable option. We will for him back to radiology for further management. In the meantime, I have encouraged him to wear an abdominal binder at all times while awake.¿ radiology records dated (B)(6) 2016 indicate the patient underwent fluid drain soft tissue. The ¿65-year-old man with ventral hernia repair complicated by seroma formation related to hernia mesh, status post multiple ultrasound-guided drainages referred for percutaneous drain placement.¿ the records also state: ¿images from the procedure revealed a collection that was very loculated involving the abdominal mesh. The fluid appeared brown in color. Approximately 200 cc was drained at the time of the procedure. Impression: successful image guided loculated seroma drainage.¿ radiology records dated (B)(6) 2016 indicate the patient underwent sinus/fistula abscess injection. The ¿65-year-old man status post ventral hernia repair complicated by seroma formation in the anterior abdominal wall related to the mesh. Percutaneous drainage catheter was placed (B)(6) 2016 during which time the collection was treated with tpa. Output has been approximately 60 to 70 cc per day of thick brownish fluid.¿ the records also state: ¿images from the catheter check demonstrate the cavity to be decreased in size. The catheter was draining thick brownish fluid. Impression: improving collection. The catheter was repositioned.¿ radiology records dated (B)(6) 2016 indicate the patient underwent contrast injection for abscess assessment via drainage catheter or tube. The ¿65-year-old male with ventral hernia repair complicated by anterior abdominal wall fluid collection. Patient's catheter has been draining 50 cc of thick brown fluid per day.¿ the records also state: ¿findings: images from the catheter check demonstrate the anterior abdominal wall cavity without evidence of a fistulous tract. The contrast injected into the cavity was able to be aspirated back into the syringe. The catheter was draining thick brown and minimally sanguinous fluid. Impression: improving anterior abdominal wall fluid collection.¿ radiology records dated (B)(6) 2016 indicate the patient underwent drainage catheter change. The records state: ¿65-year-old male status post ventral hernia repair complicated by persistent anterior abdominal wall fluid collection. The catheter was initially placed (B)(6) 2016 and last evaluated (B)(6) 2016. The patient reports the catheter has been draining approximately 100 to 300 cc thick brown fluid per day. Patient reports one week ago he had a coughing spell and immediately after the drain produced nearly 1 liter of fluid within two hours.¿ the records dated (B)(6) 2016 also state: ¿images from the catheter injection demonstrate the cavity has decreased in size from initial drain placement but continues to have high output and persistent large volume. The catheter was draining light brown, purulent fluid. Images from the catheter exchange show the catheter tip centered in persistent collection the right anterior abdominal wall. Impression: stable collection with continued high output purulent material and with no evidence of fistula. Catheter was exchanged and repositioned to facilitate drainage and resolution.¿ radiology records dated (B)(6) 2016 indicate the patient underwent abscess drainage catheter change. The records state: ¿65-year-old male with anterior abdominal wall persistent fluid collection status post hernia appear. The patient's catheter was almost completely retracted when he presented to ir today.¿ the records also state: ¿images from the catheter injection revealed the cavity to be grossly stable in size. No fistulous connection was identified. The catheter was draining pinkish/brownish fluid. Images from the catheter exchange show the catheter tip centered in anterior abdominal wall cavity. Impression: stable to slightly decreased anterior abdominal wall collection. There is persistent drainage of pinkish/brownish fluid from the catheter. Catheter was upsized to facilitate drainage and resolution.¿ radiology records dated (B)(6) 2016 indicate the patient underwent abscess drainage catheter change. The records state ¿65-year-old male with anterior abdominal wall fluid collection status post hernia repair.¿ the records continue: ¿images from the catheter injection demonstrate a persistent cavity. The catheter was draining purulent flu ID. Images from the catheter exchange show the catheter tip centered in the cavity. Impression: persistent collection in the anterior abdominal wall which is draining pus. Catheter was exchanged to facilitate drainage and resolution.¿ radiology records dated (B)(6) 2017 indicate the patient underwent sinus/fistula abscess injection for abscess assessment. The records state: ¿66-year-old man with history of multiple ventral hernias status post collection both superficial and deep to the mesh repair. Last catheter exchange was done on (B)(6) 2016 with a 16 french cope loop. Since (B)(6) 2015 there has been no growth on the fluid cultures and sensitivity. Patient has been describing nonspecific chills, purulent discharge and skin breakdown. He is here for the drain evaluation.¿ the radiology records dated (B)(6) 2017 also state¿¿ the catheter was injected with dilute contrast and multiple fluoroscopic images obtained. 10 cc of sample was collected to be sent for gram stain, culture and sensitivity. The granulation tissue was treated with silver nitrate. The records also state ¿images from the outlined with the contrast and is markedly decreased in size. The catheter was draining thick, purulent fluid. Based on CT scan, the deeper collection has interval increment in size. No definite connection was seen between the two cavities. Impression: improved superficial collection with interval increase in collection deep to mesh repair.¿ radiology records dated 1/5/2017 for CT scan state: ¿there are postsurgical changes of ventral abdominal wall hernia mesh repair at the right upper quadrant. There is a large gas and fluid collection associated with the hernia mesh repair. The fluid component of the collection is decreased since the prior study; however, gas within the collection is new.¿ radiology records dated (B)(6) 2017 indicate the patient underwent sinus/fistula abscess injection. The record states: ¿66-year-old man with history of multiple ventral hernias status post mesh repair complicated by fluid collection bothsuperficial and deep to the mesh repair. Patient has a 16 french cope loop in the collection. On the last drain check we discussed with dr. Awad who agreed to possibly surgically remove the mesh. The culture from the last drain check grew pseudomonas and as per the dr. Awad's office patient is on bactrim ds. As per the patient the drainage has not changed and it is still purulent. Patient will have the drain till he gets the mesh removal surgery. The radiology records dated (B)(6) 2017 also state: ¿¿the catheter was injected with dilute contrast and multiple fluoroscopic images obtained. A sterile dressing was applied to the skin site.¿ the records also state ¿¿images from the catheter check demonstrate the stable cavity. The catheter was draining purulent fluid. Impression: stable collection with no fistula.¿ radiology records dated (B)(6) 2017 indicate the patient underwent contrast injection for abscess assessment via drainage catheter or tube. The records state: ¿66 year-old man with history of multiple ventral abdominal wall hernia status post mesh repair complicated by anterior abdominal wall fluid collection. Currently the patient has a 16 french cope catheter in place which drains 100-120 ml of thin tan fluid per day. The patient flushes the catheter with 10 ml of normal saline 2-3 times per day. The radiology records dated (B)(6) 2017 continue: ¿findings: images from the catheter check demonstrate an unchanged abdominal wall fluid collection. The catheter was draining thin tan fluid. Impression: stable abdominal wall collection without evidence of fistulization to the bowel or skin. Catheter was left in place.¿ radiology records dated (B)(6) 2017 indicate the patient underwent contrast injection for abscess assessment via drainage catheter or tube. The records state ¿66-year-old male with history of multiple intra-abdominal wall hernia repairs with mesh complicated by chronic anterior abdominal wall fluid collection. Patient reports he is planned for surgical revision and removal of the mesh on (B)(6) 2017. Output from the catheter remains over 100 cc of tan colored fluid daily. Patient notes there is an area of granulation tissue around the catheter skin site which has been saturating his bandages recently.¿ the radiology records dated (B)(6) 2017 also state: ¿¿the catheter was injected with dilute contrast and multiple fluoroscopic images obtained. A sterile dressing was applied to the skin site.¿ the records state: ¿findings: images from the catheter check demonstrate the cavity is unchanged in with no evidence of fistula . The catheter was draining tan fluid.¿ clinic visit note dated (B)(6) 2017 states reason for visit ¿discuss upcoming surgery.¿ ¿[the patient] is a 66-year-old man on whom my former partner, (B)(6), performed a laparoscopic ventral incisional hernia repair with mesh in (B)(6) 2013, as described in detail in the operative note. Unfortunately he developed a persistent seroma requiring multiple percutaneous needle aspirations and drainages. The drainage has continued quite prominently and the fluid has now become murky. He continues taking bactrim. He denies fevers or chills. We have him scheduled for surgery in approximately 5 days to remove the mesh and abdominal wall closure.¿ the records dated (B)(6) 2017 continue: ¿¿abdomen: soft, nontender. He continues to have a medium size bulge over his right of his abdomen consistent with the seroma location. The drain quality is murky in nature.¿ a culture report dated (B)(6) 2017 regarding abscess specimens collected 5/8/2017 state: ¿moderate mixed microorganisms. Includes the following: moderate pseudomonas aeruginosa.¿ ¿stain: rare polymorphonuclear leukocytes seen. No organisms seen.¿ clinic visit note dated (B)(6) 2017 states: ¿[the patient] is a 66-year-old man with a secondarily infected, nonresolving abdominal wall seroma. He was taken to the operating room on (B)(6) 2017, to perform an open excision of two types of infected mesh, abdominal wall washout, and abdominal wall reconstruction with primary closure. His wound was left loosely open and he has been packing this twice a day with wet-to-dry dressings, so the wound is nearly closed. Overall, his pain is well-controlled. He feels much better having the infection out. He reports minimal pain from his incisions. He is eating and drinking normally and moving his bowels regularly. He denies fevers, chills, nausea or vomiting.¿ clinic visit note dated (B)(6) 2017 continues: ¿abdomen: his wound is nearly completely reepithelialized. Approximately half of his staples were removed and replaced with steristrips.¿ the record also states ¿I would like to see him back in approximately two weeks' time to remove the rest of his staples. I have also recommended he avoid any heavy lifting over 30 pounds given that he no longer has mesh and still is morbidly obese.¿ clinic visit note dated (B)(6) 2017 states: ¿[the patient] is a 67-year-old man on whom I performed excision of infected abdominal wall mesh with primary closure on may 8, 2017, as described in detail in the operative note. Since then, he has been doing reasonably well; however, he has noticed some bulges in his upper abdomen of which he is concerned could be a recurrent hernia. He has also noticed increased shortness of breath with mild activity of which he is concerned. Otherwise, he is eating and drinking normally. He is moving his bowels regularly. He denies fevers, chills, nausea or vomiting.¿ the records dated (B)(6) 2017 continue: ¿on physical exam, afebrile, vital signs stable. General: alert and oriented, in no acute distress. Abdomen: obese, soft, nontender, nondistended. No fascia! Defects could be appreciated. Incisions are well-healing with no evidence of port site hernias or wound infections.¿ the record also states ¿¿his incision is well-healing with a small millimeter opening in the medial aspect of it with some minimal serous, clear drainage. The remaining staples and steri-strips were removed in clinic at this time, and new, full-length steri-strips were placed.¿ clinic records dated (B)(6) 2017 state: ¿¿I do not appreciate any recurrent hernias on physical exam; however, his exam is limited by his body habitus. We will obtain a CT scan of the abdomen and pelvis in order to look for any signs of hernias. In addition, we will scan his chest given his shortness of breath but I have recommended that he follow-up with his primary care physician for further workup and evaluation of this as this is unlikely to be due to any recurrent hernias. He understands and agrees with this plan. We will follow-up with him once the CT scan is completed.¿ the records dated (B)(6) 2017 state: ¿¿overall, he continues to do quite well. I believe the remaining portion of his wound will heal over the coming weeks. I have encouraged him to gradually resume his normal activities and diet. We discussed the possibility of recurrent hernia given that his mesh has been completely removed and he remains obese. If he were to have a recurrent bulge, I would like to see him back as soon as possible. He understands and agrees with this plan.¿ records dated (B)(6) 2017 state the patient was seen for follow up regarding his abdominal wound. ¿a straight kelly was using [sic] to explore the wound base. Three sections of clear, knotted suture material were removed. Bleeding resulted and hemostasis achieved using local pressure with gauze and 4 silver nitrate applicators. A culture was obtained from the base of the wound and the retained suture material.¿ records dated (B)(6) 2017 state the patient was seen for follow up of his surgical site wound to the abdomen. ¿a culture was obtained which was negative.¿ records dated (B)(6) 2017 state the patient presented ¿¿for evaluation and of a residual wound to the right side of the abdomen s/p removal of infected mesh, abdominal wall abscess debridement and abdominal wall reconstruction.¿ ¿wound location: abdominal wound, full thickness surgical site. Size: 0.5 cm length, 0.7 cm width and 2.0 cm depth. Sinus tract of 4.1 centimeters at 11 o¿clock.¿ ¿base/bed: pink, moist, smooth, no recurrence of the exuberant tissue. Edge: well defined on the skin surface. Peri-wound: without erythema, induration or crepitus. Drainage: present, moderate in amount of sero-sanguinous.¿ the records state: ¿forceps and scissors were used to remove exuberant tissue in the base and at 11 o¿clock of the deepest area of the wound. Tissue removed was sent for pathology and culture. No bleeding resulted.¿ surgical pathology report dated (B)(6) 2017 regarding a specimen collected 9/12/2017 states: ¿specimen(s) received: a. Right abdomen wound.¿ ¿history: the patient is a 66-year-old man with a persistent open wound to the abdomen status post removal infected mesh and hernia repair. Operative procedure: excision of right side of abdomen from base of open wound at 11 o¿clock.¿ ¿gross description: the specimen is received in a formalin filled container labeled with the patient¿s name and ¿11 o¿clock wound.¿ it contains multiple irregular tan pink pieces of tissue measuring 2.0 x 1.6 x 0.2 cm in aggregate.¿ ¿diagnosis: soft tissue, right abdomen wound, debridement: necrosis and acute inflammation consistent with wound site." Radiology records for CT abdomen and pelvis dated (B)(6) 2018 state: ¿a fat-containing umbilical hernia is again seen. There are postsurgical changes of ventral hernia repair. One of the circular radiopaque mesh has been removed. Percutaneous abscess drainage catheter has been removed. Small fat-containing right lateral abdominal hernia is present. Soft tissue stranding is seen along the right anterior abdominal wall as a result of prior mesh repair and fluid collection. No residual fluid collection is present.¿ the records also state: ¿post surgical changes of multiple ventral hernia repairs with interval resolution of the right rectus fluid collection. Small fat-containing right lateral abdominal wall hernia is present.¿ discharge summary records dated (B)(6) 2018 state the patient ¿¿is a 67-year-old male with recurrent, symptomatic ventral hernias. He has a history of multiple prior hernia repairs with infected mesh which was excised in (B)(6) 2017. He presents for elective repair.¿ ¿[the patient] was taken to the or on (B)(6) 2018 for elective laparoscopic lysis of adhesions and repair of ventral and umbilical hernias.¿ implant records dated 6/26/2018 indicate two bard ventralight meshes were used during the procedure. Medical records dated (B)(6) 2018 state: ¿[the patient] a 67 y.o.-year-old man on whom I performed a laparoscopic repair of ventral incisional and umbilical hernia on 6/26/2018, as described in detail in the operative note. Overall, he has done quite well. He reports minimal pain from the incisions, eating and drinking normally, and movingbowels regularly. He denies fevers, chills, nausea or vomiting.¿ the medical records dated (B)(6) 2018 state: ¿first postoperative check following laparoscopic ventral incisional hernia repair with mesh (ventralight 15 x 16 cm) and laparoscopic umbilical hernia repair with mesh (ventralight 10 cm diameter round).¿ the records also state: ¿¿abdomen: soft, nontender, nondistended. Incisions are well-healing with no evidence of port site hernias or wound infections.¿ operative note dated (B)(6) 2018 as mentioned in (B)(6) 2018 medical records was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected results code. Code 3233: sterilization results pending completion of the evaluation. Corrected conclusion code. Added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2013, including initial abdominal procedures and prior hernia repairs, were not provided. Operative records dated (B)(6) 2013 indicate the patient underwent laparoscopic repair of a recurrent ventral incisional hernia. Postoperative diagnosis states: ¿recurrent ventral incisional hernia with incarcerated colon and omentum.¿ the (B)(6) 2013 records state: ¿the patient is a 62-year-old morbidly obese gentleman who developed a recurrent ventral incisional hernia in a right subcostal incision. He has undergone previous repair with intraperitoneal mesh. He also has a repair of a periumbilical hernia with a similar type of biomaterial. The patient complained of pain and a bulge. When I saw him in the office, I recommended that he stop smoking and lose weight. He was successful in discontinuing tobacco use as confirmed with a urine nicotine metabolite test that was negative. Unfortunately, the patient gained 30 additional pounds during this time period.¿ ¿the patient underwent mechanical valve preparation preoperatively¿¿ records detailing the ¿previous repair with intraperitoneal mesh¿ and ¿periumbilical hernia with a similar type of biomaterial¿ procedures were not provided to gore. The (B)(6) 2013 records state: ¿under direct vision, two 5 mm trocars were placed in the left lateral abdomen. Adhesiolysis was then performed, taking adhesions of omentum and to the anterior abdominal wall. Within the right upper quadrant hernia defect, there was incarcerated colon and omentum. Adhesiolysis was performed with sharp dissection. The bowel and omentum was dissected free of the previous biomaterial without having to cut any of the biomaterial off the abdominal wall. The previous biomaterial along the midline abdomen was also exposed using a sharp dissection. The umbilical patch measured approximately 5 x 4 cm, and 14 minutes of operative time was utilized to clear the adhesions from this area. The right upper quadrant biomaterial measured approximately 15 x 19 cm. It required 42 minutes of operative time to clear the adhesions from the area of the biomaterial. Total adhesiolysis time was 106 minutes. The area of adhesiolysis was inspected both during the adhesiolysis, at the conclusion of adhesiolysis, as well as at the conclusion of the procedure, and there was no concern regarding the integrity of the bowel or bladder.¿ the (B)(6) 2013 records continue: ¿the hernia defect was then measured in the cranial, caudal, and transverse dimensions. It measured 11 x 19 cm. A 26 x 34 cm piece of polytetrafluoroethylene mesh was utilized for repair. Cv0 gore-tex sutures placed in the longitudinal access of the four sides of the mesh. To the right lateral superiorly and to the left lateral edges of the mesh, the fixation sutures were placed approximately 6 cm off the edge of the mesh to allow for additional overlap. Two additional 5 mm trocars were placed in the right lateral abdomen under direct vision. The mesh was rolled like a cigar and placed in retrograde fashion through the balloon-tipped trocar site. The mesh was unraveled and positioned appropriately for placement. The four fixation sutures were brought through 11 blade stab incisions allowing for a minimum of 6-7 cm of overlap on all directions. The mesh was then secured circumferentially with the spiral titanium tacker. Tacks were placed in 1 cm intervals less than 1 cm off the edge of the mesh. Tacks were placed on the abdominal side of the costal margin. A few tacks were placed laterally on the diaphragm. The mesh was then reinforced with 10 number 1 prolene sutures. These were placed in equal distance around the circumference of the mesh. These were placed through an 11 blade stab incisions obtaining 2 cm of fascial separation between the limbs of each suture. At the conclusion of the procedure, the abdomen was inspected. Hemostasis was confirmed.¿ the records indicate a gore dualmesh® biomaterial (1dlmc08/11103959) was used during the procedure. Records between (B)(6) 2013 and (B)(6) 2017 were not provided. Operative records dated (B)(6) 2017 indicate the patient underwent open excision of infected mesh x2, abdominal wall washout, and abdominal wall reconstruction with primary closure. Postoperative diagnosis states: ¿infected abdominal wall mesh with abscess.¿ the (B)(6) 2017 records state the patient ¿¿is a gentleman with 2 previous ventral incisional hernia repairs in the right upper quadrant, the first many years ago at an outside hospital and the moment more recent one in approximately 2010 by one of my former partners, (B)(6), who placed a gore-tex mesh laparoscopically. Unfortunately, he developed persistent seromas which were not responsive to percutaneous drainage. These became subsequently infected and, as such, he is being brought to the operating room today for excision of mesh and abdominal wall reconstruction and closure.¿ operative findings from the procedure state: ¿two previous meshes excised in their entirety. The first mesh of unknown type with a wire frame, second mesh was gore-tex ptfe. Frank purulent fluid above and in between the layers of mesh. Remaining 7 x 5 cm abdominal wall defect.¿ the 5/8/2017 records continue: ¿an incision was made through his previous right upper quadrant kocher incision and the subcutaneous fat was divided until the meshes were encountered. The first mesh which was more superficial was found to have a wire frame around it with some sort of plastic lattice. This was densely adherent to the subcutaneous tissues, but was excised in its entirety. The second mesh was the gore-tex mesh which was not incorporated and bunched up. This was also removed in its entirety. Both meshes required approximately 3 hours lysis of adhesions in order to remove them completely with significant difficulty. The small flaps were created around the periphery and it was felt that a primary closure was not possible. The fascia and 1 cm margins around the wound were freed. 0 looped 2 pds suture was used to close the wound laterally to medially, suturing the 2 ends of the pds together and tying them. The wound was irrigated copiously and the subcutaneous tissue was closed using interrupted 2-0 vicryl sutures. The skin was closed loosely using skin staples with telfa wicks in between the sutures.¿ ¿specimens removed: mesh x2 and abdominal wall fluid for culture and gram stain.¿ a surgical pathology report dated 5/19/2017 regarding a specimen collected 5/8/2017 provides the following diagnosis: ¿ a: foreign material, removal ¿ abdominal mesh (gross only diagnosis). B: foreign material #1, removal ¿ abdominal mesh (gross only diagnosis).¿ ¿the first container is labeled ¿abdominal mesh gross only¿ and contains a 16.3 x 12.2 x 0.5 cm fragment of tan white, synthetic, mesh-like material which is surfaced by tan-pink, focally hemorrhagic soft tissue. No tissue is submitted for processing; specimen is gross only.¿ ¿the second container is labeled ¿abdominal mesh #2 gross only¿ and contains a 21.5 x 16.1 x 0.1 cm fragment of tan-brown, synthetic, smooth material which contains numerous metallic coils around the perimeter. No tissue is submitted for processing; specimen is gross only.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged.